Event description:
Medtronic received information that during use of an autologiq instrument, it was reported that blood was sent to the waste bag and the unit was leaking out from the bottom. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that neither an error nor warning message was displayed. The patient did not require a transfusion of non-autologous blood. The blood sent to the waste bag was discarded. The customer could not provide the amount of blood that was sent to the waste bag.

Manufacturer narrative:
Device evaluation summary: the reported issue that blood was sent to the waste bag and the unit was leaking out from the bottom was verified during service. The issue was resolved by cleaning the optics, removing the top assembly and centrifuge and re-routing the optic cables away from the centrifuge. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.